Event description:
It was reported that during a sigmoidectomy procedure, the blade was broken off when it was wiped outside the pt. As the blade was broken off outside the pt, no pieces were left inside the pt. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.